Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with a detached end cap, minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip. Unable to verify any alarms due to the detatched end cap.

Event description:
Customer reported that the insulin pump alarmed during the manual prime. Customer stated that the insulin pump shut down and rebooted itself. Customer then mentioned that the insulin pump counted to six and came back. Customer also reported that insulin was squirting out during the manual prime and continued to drip even after the motor stops. Customer was unable to exit the preparing to prime loop. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 177 mg/dl. No further information reported.